Event description:
A pt was implanted with a zero-p implant on (B)(6) 2012. Post operative, it was noted the implant had not been placed correctly and needed further impaction. The pt was returned to the operating room on (B)(6) 2012 for revision. The surgeon removed the screws, the zero-p implant was impacted further and the original screws were replaced.

Manufacturer narrative:
The mfg records were reviewed and no complaint-related issues were found.